Event description:
Report received from the USA regarding an attachment device in which it was reported that the ¿o-rings are rattling around" the attachment device. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in surgery or if a spare device was available. It was unknown to the reporter if injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. Evidence indicates this is due to usage wear over time. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).

Manufacturer narrative:
The motor device was received for evaluation. Upon completion of the evaluation, a supplemental report will be sent. (B)(4).